Event description:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("right essure coil was visible through the uterine wall near right cornua/ right coil embeded in uterine wall"), premature labour ("preterm labor"), pregnancy with contraceptive device ("14 weeks pregnant/8 weeks gestation") and procedural haemorrhage ("bleeding was not significant") in a (B)(6) female patient who had essure (batch no. 915893) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "essure procedure failed, device ineffective". On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced migraine ("headaches like migraines"). On (B)(6) 2014, 1 year 4 months after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) with breast pain, abdominal pain, arthralgia, musculoskeletal pain and malaise. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), premature labour (seriousness criterion medically significant), procedural haemorrhage (seriousness criterion medically significant), pelvic pain ("pain worse than natural chilbirth/pelvic pain/chonic pelvic pain/ left side"), rash vesicular ("breakouts (sores) on feet and hands"), rash ("face with rashes and skin abrasions"), skin abrasion ("face with rashes and skin abrasions on face"), back pain ("pain in lower back"), skin discolouration ("turned white and hit the floor with severe lower abdomen pain"), adverse event ("she has had ill effects since procedure"), dysmenorrhoea ("monthly cycle, she would have excruciating pains"), fall ("turned white and hit the floor with severe lower abdomen pain"), the first episode of abdominal pain lower ("turned white and hit the floor with severe lower abdomen pain"), fatigue ("constant fatigue/fatigue"), depression ("depression"), the second episode of abdominal pain lower ("cramping"), menorrhagia ("heavy menstrual periods"), influenza like illness ("flu like symptoms"), vaginal haemorrhage ("vaginal bleeding"), uterine cervical laceration ("2 and half centimeter cervical anterior laceration tear") and complication of device insertion ("complication of device insertion"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (vaginal hysterectomy, right salpingo-oophorectomy and a left salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, premature labour, pregnancy with contraceptive device, procedural haemorrhage, pelvic pain, rash vesicular, rash, skin abrasion, back pain, skin discolouration, migraine, adverse event, dysmenorrhoea, fall, fatigue, depression, the last episode of abdominal pain lower, menorrhagia, influenza like illness, vaginal haemorrhage, uterine cervical laceration and complication of device insertion had resolved. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter provided no causality assessment for complication of device insertion with essure. The reporter considered adverse event, back pain, depression, dysmenorrhoea, fall, fatigue, influenza like illness, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, premature labour, procedural haemorrhage, rash, rash vesicular, skin abrasion, skin discolouration, uterine cervical laceration, uterine perforation, vaginal haemorrhage, the first episode of abdominal pain lower and the second episode of abdominal pain lower to be related to essure. The reporter commented: after the removal of the essure devices, the symptoms that plaintiff were experiencing have resolved. Cross referenced with child case number: (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 8-jul-2013: no current fluroscopic evidence for tubal patency unknown date: we did all the testing and everything was great , fine, passed and tested 6 months later (in sep-2014) to make sure everything was fine and everything was great. Transabdominal and transvaginal ultrasound, which demonstrated that the left essure coil was properly positioned in the fallopian tube, but the right essure coil was partially embedded in plaintiff's uterine wall. Most recent follow-up information incorporated above includes: on 14-jun-2018: events per summons: 2 and half centimeter cervical anterior laceration tear, heavy menstrual periods, flu like symptoms, pre-term labor, vaginal bleeding, right essure coil was visible through the uterine wall near right cornua/ right coil embeded in uterine wall, procedural bleeding, complication of device insertion were added, outcome of the events were updated to resolved. Essure removal date was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('right essure coil was visible through the uterine wall near right cornua/ right coil embeded in uterine wall / migration'), premature labour ('preterm labor'), pregnancy with contraceptive device ('14 weeks pregnant/8 weeks gestation') and procedural haemorrhage ('bleeding was not significant') in a 37-year-old female patient who had essure (batch no. 915893) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "essure procedure failed, device ineffective". Medical conditions: unknown date: we did all the testing and everything was great , fine, passed and tested 6 months later (in (B)(6) 2014) to make sure everything was fine and everything was great. Transabdominal and transvaginal ultrasound, which demonstrated that the left essure coil was properly positioned in the fallopian tube, but the right essure coil was partially embedded in plaintiff's uterine wall. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced migraine ("headaches like migraines"). On (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) with breast pain, abdominal pain, arthralgia, musculoskeletal pain and malaise, 1 year 4 months after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), premature labour (seriousness criterion medically significant), procedural haemorrhage (seriousness criterion medically significant), pelvic pain ("pain worse than natural chilbirth/pelvic pain/chonic pelvic pain/ left side"), rash vesicular ("breakouts (sores) on feet and hands"), rash ("face with rashes and skin abrasions"), skin abrasion ("face with rashes and skin abrasions on face"), back pain ("pain in lower back"), skin discolouration ("turned white and hit the floor with severe lower abdomen pain"), adverse event ("she has had ill effects since procedure"), dysmenorrhoea ("monthly cycle, she would have excruciating pains"), fall ("turned white and hit the floor with severe lower abdomen pain"), lower abdominal pain ("turned white and hit the floor with severe lower abdomen pain"), fatigue ("constant fatigue/fatigue"), depression ("depression"), cramp in lower abdomen ("cramping"), heavy menstrual bleeding ("heavy menstrual periods"), vaginal haemorrhage ("vaginal bleeding"), uterine cervical laceration ("2 and half centimeter cervical anterior laceration tear") and complication of device insertion ("complication of device insertion") and experienced influenza like illness ("flu like symptoms"), lasting 3 weeks. The patient was treated with surgery (vaginal hysterectomy, right salpingo-oophorectomy and a left salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, premature labour, pregnancy with contraceptive device, procedural haemorrhage, pelvic pain, rash vesicular, rash, skin abrasion, back pain, skin discolouration, migraine, adverse event, dysmenorrhoea, fall, lower abdominal pain, fatigue, depression, cramp in lower abdomen, heavy menstrual bleeding, influenza like illness, vaginal haemorrhage, uterine cervical laceration and complication of device insertion had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter provided no causality assessment for complication of device insertion with essure. The reporter considered adverse event, back pain, depression, dysmenorrhoea, fall, fatigue, heavy menstrual bleeding, influenza like illness, lower abdominal pain, migraine, pelvic pain, pregnancy with contraceptive device, premature labour, procedural haemorrhage, rash, rash vesicular, skin abrasion, skin discolouration, uterine cervical laceration, uterine perforation, vaginal haemorrhage and cramp in lower abdomen to be related to essure. The reporter commented: after the removal of the essure devices, the symptoms that plaintiff were experiencing have resolved. Cross referenced with child case number: (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: tubes were perfectly blocked; on (B)(6) 2013: results: no current fluroscopic evidence for tubal patency. Ultrasound scan - on an unknown date: results: 6 healthy ultrasounds were done. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 3-jun-2021: no new information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('right essure coil was visible through the uterine wall near right cornua/ right coil embeded in uterine wall / migration'), premature labour ('preterm labor'), pregnancy with contraceptive device ('14 weeks pregnant/8 weeks gestation') and procedural haemorrhage ('bleeding was not significant') in a 37-year-old female patient who had essure (batch no. 915893) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "essure procedure failed, device ineffective". Medical conditions: unknown date: we did all the testing and everything was great , fine, passed and tested 6 months later (in (B)(6) 2014) to make sure everything was fine and everything was great. Transabdominal and transvaginal ultrasound, which demonstrated that the left essure coil was properly positioned in the fallopian tube, but the right essure coil was partially embedded in plaintiff's uterine wall. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced migraine ("headaches like migraines"). On (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) with breast pain, abdominal pain, arthralgia, musculoskeletal pain and malaise, 1 year 4 months after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), premature labour (seriousness criterion medically significant), procedural haemorrhage (seriousness criterion medically significant), pelvic pain ("pain worse than natural childbirth/pelvic pain/chronic pelvic pain/ left side"), rash vesicular ("breakouts (sores) on feet and hands"), rash ("face with rashes and skin abrasions"), skin abrasion ("face with rashes and skin abrasions on face"), back pain ("pain in lower back"), skin discolouration ("turned white and hit the floor with severe lower abdomen pain"), adverse event ("she has had ill effects since procedure"), dysmenorrhoea ("monthly cycle, she would have excruciating pains"), fall ("turned white and hit the floor with severe lower abdomen pain"), lower abdominal pain ("turned white and hit the floor with severe lower abdomen pain"), fatigue ("constant fatigue/fatigue"), depression ("depression"), cramp in lower abdomen ("cramping"), heavy menstrual bleeding ("heavy menstrual periods"), vaginal haemorrhage ("vaginal bleeding"), uterine cervical laceration ("2 and half centimeter cervical anterior laceration tear") and complication of device insertion ("complication of device insertion") and experienced influenza like illness ("flu like symptoms"), lasting 3 weeks. The patient was treated with surgery (vaginal hysterectomy, right salpingo-oophorectomy and a left salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, premature labour, pregnancy with contraceptive device, procedural haemorrhage, pelvic pain, rash vesicular, rash, skin abrasion, back pain, skin discolouration, migraine, adverse event, dysmenorrhoea, fall, lower abdominal pain, fatigue, depression, cramp in lower abdomen, heavy menstrual bleeding, influenza like illness, vaginal haemorrhage, uterine cervical laceration and complication of device insertion had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter provided no causality assessment for complication of device insertion with essure. The reporter considered adverse event, back pain, depression, dysmenorrhoea, fall, fatigue, heavy menstrual bleeding, influenza like illness, lower abdominal pain, migraine, pelvic pain, pregnancy with contraceptive device, premature labour, procedural haemorrhage, rash, rash vesicular, skin abrasion, skin discolouration, uterine cervical laceration, uterine perforation, vaginal haemorrhage and cramp in lower abdomen to be related to essure. The reporter commented: after the removal of the essure devices, the symptoms that plaintiff were experiencing have resolved. Cross referenced with child case number: (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: tubes were perfectly blocked; on (B)(6) 2013: results: no current fluroscopic evidence for tubal patency. Ultrasound scan - on an unknown date: results: 6 healthy ultrasounds were done. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jun-2021: no new information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('right essure coil was visible through the uterine wall near right cornua/ right coil embeded in uterine wall'), premature labour ('preterm labor'), pregnancy with contraceptive device ('14 weeks pregnant/8 weeks gestation') and procedural haemorrhage ('bleeding was not significant') in a 37-year-old female patient who had essure (batch no. 915893) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "essure procedure failed, device ineffective". On (B)(6)2013, the patient had essure inserted. In (B)(6)2014, the patient experienced migraine ("headaches like migraines"). On (B)(6)2014, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) with breast pain, abdominal pain, arthralgia, musculoskeletal pain and malaise, 1 year 4 months after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), premature labour (seriousness criterion medically significant), procedural haemorrhage (seriousness criterion medically significant), pelvic pain ("pain worse than natural chilbirth/pelvic pain/chonic pelvic pain/ left side"), rash vesicular ("breakouts (sores) on feet and hands"), rash ("face with rashes and skin abrasions"), skin abrasion ("face with rashes and skin abrasions on face"), back pain ("pain in lower back"), skin discolouration ("turned white and hit the floor with severe lower abdomen pain"), adverse event ("she has had ill effects since procedure"), dysmenorrhoea ("monthly cycle, she would have excruciating pains"), fall ("turned white and hit the floor with severe lower abdomen pain"), lower abdominal pain ("turned white and hit the floor with severe lower abdomen pain"), fatigue ("constant fatigue/fatigue"), depression ("depression"), cramp in lower abdomen ("cramping"), menorrhagia ("heavy menstrual periods"), vaginal haemorrhage ("vaginal bleeding"), uterine cervical laceration ("2 and half centimeter cervical anterior laceration tear") and complication of device insertion ("complication of device insertion") and experienced influenza like illness ("flu like symptoms"), lasting 3 weeks. The patient was treated with surgery (vaginal hysterectomy, right salpingo-oophorectomy and a left salpingectomy). Essure was removed on (B)(6)2015. At the time of the report, the uterine perforation, premature labour, pregnancy with contraceptive device, procedural haemorrhage, pelvic pain, rash vesicular, rash, skin abrasion, back pain, skin discolouration, migraine, adverse event, dysmenorrhoea, fall, lower abdominal pain, fatigue, depression, cramp in lower abdomen, menorrhagia, influenza like illness, vaginal haemorrhage, uterine cervical laceration and complication of device insertion had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter provided no causality assessment for complication of device insertion with essure. The reporter considered adverse event, back pain, depression, dysmenorrhoea, fall, fatigue, influenza like illness, lower abdominal pain, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, premature labour, procedural haemorrhage, rash, rash vesicular, skin abrasion, skin discolouration, uterine cervical laceration, uterine perforation, vaginal haemorrhage and cramp in lower abdomen to be related to essure. The reporter commented: after the removal of the essure devices, the symptoms that plaintiff were experiencing have resolved. Cross referenced with child case number:(B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2013: results: no current fluroscopic evidence for tubal patency. Diagnostic results: unknown date: we did all the testing and everything was great , fine, passed and tested 6 months later (in (B)(6)2014) to make sure everything was fine and everything was great. Transabdominal and transvaginal ultrasound, which demonstrated that the left essure coil was properly positioned in the fallopian tube, but the right essure coil was partially embedded in plaintiff's uterine wall. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 10-sep-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('right essure coil was visible through the uterine wall near right cornua/ right coil embedded in uterine wall / migration'), premature labour ('preterm labor'), pregnancy with contraceptive device ('14 weeks pregnant/8 weeks gestation') and procedural haemorrhage ('bleeding was not significant') in a 37-year-old female patient who had essure (batch no. 915893) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "essure procedure failed, device ineffective". Medical conditions: unknown date: we did all the testing and everything was great , fine, passed and tested 6 months later (in (B)(6) 2014) to make sure everything was fine and everything was great. Transabdominal and transvaginal ultrasound, which demonstrated that the left essure coil was properly positioned in the fallopian tube, but the right essure coil was partially embedded in plaintiff's uterine wall. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced migraine ("headaches like migraines"). On (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) with breast pain, abdominal pain, arthralgia, musculoskeletal pain and malaise, 1 year 4 months after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), premature labour (seriousness criterion medically significant), procedural haemorrhage (seriousness criterion medically significant), pelvic pain ("pain worse than natural childbirth/pelvic pain/chronic pelvic pain/ left side"), rash vesicular ("breakouts (sores) on feet and hands"), rash ("face with rashes and skin abrasions"), skin abrasion ("face with rashes and skin abrasions on face"), back pain ("pain in lower back"), skin discolouration ("turned white and hit the floor with severe lower abdomen pain"), adverse event ("she has had ill effects since procedure"), dysmenorrhoea ("monthly cycle, she would have excruciating pains"), fall ("turned white and hit the floor with severe lower abdomen pain"), lower abdominal pain ("turned white and hit the floor with severe lower abdomen pain"), fatigue ("constant fatigue/fatigue"), depression ("depression"), cramp in lower abdomen ("cramping"), heavy menstrual bleeding ("heavy menstrual periods"), vaginal haemorrhage ("vaginal bleeding"), uterine cervical laceration ("2 and half centimeter cervical anterior laceration tear") and complication of device insertion ("complication of device insertion") and experienced influenza like illness ("flu like symptoms"), lasting 3 weeks. The patient was treated with surgery (vaginal hysterectomy, right salpingo-oophorectomy and a left salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, premature labour, pregnancy with contraceptive device, procedural haemorrhage, pelvic pain, rash vesicular, rash, skin abrasion, back pain, skin discolouration, migraine, adverse event, dysmenorrhoea, fall, lower abdominal pain, fatigue, depression, cramp in lower abdomen, heavy menstrual bleeding, influenza like illness, vaginal haemorrhage, uterine cervical laceration and complication of device insertion had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter provided no causality assessment for complication of device insertion with essure. The reporter considered adverse event, back pain, depression, dysmenorrhoea, fall, fatigue, heavy menstrual bleeding, influenza like illness, lower abdominal pain, migraine, pelvic pain, pregnancy with contraceptive device, premature labour, procedural haemorrhage, rash, rash vesicular, skin abrasion, skin discolouration, uterine cervical laceration, uterine perforation, vaginal haemorrhage and cramp in lower abdomen to be related to essure. The reporter commented: after the removal of the essure devices, the symptoms that plaintiff were experiencing have resolved. Cross referenced with child case number: (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: tubes were perfectly blocked; on (B)(6) 2013: results: no current fluoroscopic evidence for tubal patency. Ultrasound scan - on an unknown date: results: 6 healthy ultrasounds were done. Lot number: 915893; manufacture date:2011-10; expiration date: 2014-10. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 26-nov-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.